Event description:
This lead was an attempted implant on (B)(6) 2011. The physician was unable to get the lead deep enough in the target vessel to be stable. The lead pulled back upon tearing away the outer catheter. The physician was dr. (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).